Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after intra-aortic balloon(iab) therapy ended, the clinical team removed balloon from patient artery and tore the femoral artery. They emergently moved the patient to the operating room to control the situation and complete removal of the balloon. After removing the balloon the team is describing that the tip of the balloon is melted. The balloon was not replaced.

Manufacturer narrative:
Only the balloon portion of the iab was returned completely unfolded with blood on the exterior and interior of the membrane and was cut at approximately 22.9cm from the iab tip. An inner lumen kink and an optical fiber break were also observed at approximately 22.1cm from the iab tip. A visual inspection of the catheter tip was performed and no physical damage was observed. An underwater leak test of the balloon portion was performed and four leaks were detected on the membrane. Two of these leaks points were at approximately 6.6cm from the iab tip and measuring 0.01cm in length. The remaining 2 leak points were at approximately 17.8cm from the iab tip and measuring 0.03cm & 0.015cm cm in length respectively. Given that no damage was observed on the catheter tip, the evaluation cannot confirm the reported problem. However, the leaks found on the membrane appear to have been caused by a sharp object. We are unable to determine when these may have occurred since we are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported after intra-aortic balloon(iab) therapy ended, the clinical team removed balloon from patient artery and tore the femoral artery. They emergently moved the patient to the operating room to control the situation and complete removal of the balloon. After removing the balloon the team is describing that the tip of the balloon is melted. The balloon was not replaced.